Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information: three photo images were provided for evaluation. Upon visual inspection of three photos, the following was observed: the photos show a staple line on the tissue with bleeding. Also, a device with a blue reload loaded with a piece of tissue between the jaws. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) For the requested data regarding the staple line bleeding, it was managed by endoclip during the case, no critical complications happened to the patients after the surgery and no blood transfusion needed.

Event description:
It was reported that during an unknown procedure, there was an irregular staple line. Controlled bleeding due to the irregular stapler line. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2020. D4: batch # p5811f. Investigation summary. One device along with three photos were returned for evaluation. Upon visual inspection of three photos, the following was observed: the photos show a staple line on the tissue with bleeding. Also, a device with a blue reload loaded with a piece of tissue between the jaws. The analysis found that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.